Manufacturer narrative:
The reliability analysis inspected 1 opened or used enlite sensors and performed bicarbonate buffer test per (B)(4). The sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the sensor is giving inaccurate readings. He was unable to provide data from the sensor but the blood glucose reading at the time was 150 mg/dl. Customer was unable to upload from carelink. It was reported that the customer is following proper procedure. He stated that the sensor data shows his blood glucose fluctuating rapidly and he knows that his blood glucose does not change that drastically. Nothing further was reported.